Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level got up to 600 mg/dl. The customer's blood glucose level was treated with injections. The customer was vomiting, had abdominal pain, and was feeling ill. The customer may have not been receiving insulin. The no delivery alarm was caused by an infusion set and reservoir connection. The device was not returned.